Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead was suspect of lead fracture as the impedance measurement was of undefined resistance. It was also reported that the atrial lead was also suspect of a performance issue as the atrial lead recently had a significant increase in capture threshold. The right ventricular and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: the full lead was returned in segments, analyzed, and analysis revealed that the proximal conductor was fractured at the 1st rib/clavicle location. It was also noted that the proximal conductor was distorted at the 1st rib/clavicle location, there was blood on the proximal conductor, the inner insulation was torn, the outer insulation was torn, cut, had cosmetic environmental stress cracking (esc), was melted and had a white substance on it, the proximal conductor was kinked/buckled, there was blood on the distal conductor, the distal and proximal conductors were pulled/stretched/overstressed, the lead was stretched, and there was apparent explant damage. It was also noted in the analysis comments that the lead was returned with severe explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.